Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump had display anomaly. Customer stated some pixels from display were not working. Customer was able to read the screen but worried about the insulin pump. No further information provided.